Event description:
It was reported that for the past 2-3 months prior to the date of this report the patient had been having pain at the lead location. Patient symptoms were at the lead/extension location. It was noted that there might be some difficulty with the leads. It was noted that it did not seem to be functioning properly. The patient was having constant pain where the leads were that travel on top of head on both sides. Patient had the implant for parkinson¿s and symptoms were on and off; went from one extreme to another. It was noted that sometimes it was on and sometimes it was off as far as the pain. The patient felt electricity going through their head. An adjustment was made but they were still having it. Patient had no problems in the beginning. Patient had an appointment scheduled for (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v616865, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v616865, implanted: (B)(6) 2011, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).